Event description:
It was reported to covidien that the unit was used in the operating room and the machine was swapped out as soon as the odor appeared. No smoke was noted. They turned off the unit when they smelled the odor.

Manufacturer narrative:
The facility did not have temp info, however they do not run the units on a very high temperature in the operating room. The technician verified the connector was melted. Covidien svc ctr verified the connector on the circuit board is melted. The warmtouch 5200 pt warmer has been discontinued and is being replaced with a new designed warmtouch pt warmer. Active customers have been notified of the availability of the new 5300a model which addresses the potential failure mode.